Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the repair center technician verified the "cf08" error message and that the device failed to calibrate. The repair tech reported the high pressure transducer on the "a" side did not function as expected. Since the event occurred during routine testing, there was no pt involvement during this event.